Manufacturer narrative:
A united states customer contacted a siemens customer care center and reported that discordant concentrated carbon dioxide (co2_c) results were obtained on 6 patient samples on an advia chemistry 1800 instrument. The customer indicated that quality controls (qc) and calibrations were acceptable at the time of sample processing. There were no errors in the error logs. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse performed total service and checked all the probes and mix alignments. The cse verified water and vacuum pressure. The cse also performed the de-contamination. Then, the customer ran calibration, qc and a precision test, which recovered acceptably. Siemens further investigated the event and determined that the maintenance and checks performed by the cse is part of routine troubleshooting. The cause of the discordant co2_c results was unknown. The instrument is performing according to specifications. No further evaluation of these devices is required.

Event description:
Discordant concentrated carbon dioxide (co2_c) results were obtained on 6 patient samples on an advia chemistry 1800 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the original instrument. The repeat results were consistent with the patient history. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant co2_c results.